Event description:
It was reported that imaging taken approximately 20 moths post-operatively found bilateral rod fracture at the lower thoracic level. The breakage can be seen along the straight portion of the rod. Post-operative site is fused.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available to be returned for evaluation. Imaging taken post-operatively shows a bilateral rod fracture immediately superior to the screw heads at t8. It's possible cyclic overload of the implants or damage/notching of the rods during implantation may have contributed to the reported issue. However, the exact cause could not be determined as the parts were no available for evaluation.